Event description:
Customer's spouse called to report the customer 's death. The customer passed away in his sleep. Caller stated that the customer would have low blood glucose readings every weekend and this time he did not wake up. Customer was wearing the insulin pump at the time of his death. Nothing further reported.

Manufacturer narrative:
This additional information is being provided after legal communication has been presented. The details of the information can be found in this form.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump had minor scratches on display window, cracked case near display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked case near reservoir window was noted during visual inspection. The insulin pump was received with no battery in the battery tube. The insulin pump was received with empty reservoir and infusion set. The reservoir passed reservoir test with no leaks passed the reservoir o-rings and no delivery alarm. The infusion set passed flow test with a flowrate.

Event description:
Legal communication was received alleging customer's death. The document stated that the customer was using insulin pump with model number mmt-522nas. On or about (B)(6) 2013, the customer was using the insulin pump. On or about the morning of (B)(6) 2013, the customer was found nonresponsive in his bed. The fire department was contacted and the customer was rushed to provide emergency health care at or about 7:15 am on (B)(6) 2013. The customer was declared dead upon their arrival. The toxicology report, in the autopsy, found that the blood glucose reading in his vitreous fluid was lower than could be detected. The document also stated that such readings are suggestive of severe hypoglycemia and over delivery of insulin.